Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone that his daughter received a no delivery alarm. Customer's daughter's blood glucose level at the time of the incident was 417 mg/dl. Customer's father was able to troubleshoot. Customer's father disconnected at the quick release and attempted to perform a fixed prime. Customer's father reported that insulin did exit the infusion set tubing and the pump continued to alarm no delivery. Customer's father reported his daughter being hospitalized as a result of the elevated blood glucose level. The cause of the hospitalization was diabetic ketoacidosis. The infusion set is expected to be returned.